Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire was able to be removed from the burr catheter with little restriction. There are numerous kinks along the body of the wire. The distal end of the broken wire is 156.4cm long and the proximal end of the broken wire is 141.6cm long. Dimensional inspection of the overall length of the device could not be performed due to device condition. The outer diameter of the distal tip, middle and proximal section of the device were within specifications.

Event description:
Reportable based on device analysis completed on 24sep2019. A rotawire was received with MFR # (B)(4) with no reported issues. However, device analysis revealed that the distal end of the broken wire is 156.4cm long and the proximal end of the broken wire is 141.6cm long.

Manufacturer narrative:
D4: model number - updated from 3524 to no information since upn is unknown d4: catalog number - updated from 3524 to no information since upn is unknown device evaluated by MFR: the device was returned for analysis. The wire was able to be removed from the burr catheter with little restriction. There are numerous kinks along the body of the wire. The distal end of the broken wire is 156.4cm long and the proximal end of the broken wire is 141.6cm long. Dimensional inspection of the overall length of the device could not be performed due to device condition. The outer diameter of the distal tip, middle and proximal section of the device were within specfications.

Event description:
Reportable based on device analysis completed on (B)(6)2019. A rotawire was received with MFR # 11384986 with no reported issues. However, device analysis revealed that the distal end of the broken wire is 156.4cm long and the proximal end of the broken wire is 141.6cm long.